Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator has been investigated on-site by our field service engineer. The air gas module was exchanged and will be returned for investigation. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The returned air gas module which regulates the inspiratory air gas flow to the patient has been investigated. During testing in a reference ventilator, the flow transducer sub-test failed during the pre-use checks. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during the pre-use checks and alarms will be activated if the failure occurs during ventilation. The cause for why the delta pressure transducer failed has not been determined from this investigation.